Manufacturer narrative:
Clinical evaluation perfored by medacta medical affairs department: few months after primary cemented tka a revision must be scheudled because of recurrent dislocation of patella. The cause for this problem is likely the position of the components, but this cannot be judged with the material available.

Manufacturer narrative:
Mysolution department analysis performed on 01-jun-2021: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch review performed on 02-jun-2021 lot 2008647: (B)(4) items manufactured and released on 14-sep-2020. Expiration date: 2025-09-10. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Dislocation of the resurfacing patella after primary surgery performed on (B)(6) 2021. Revision surgery has not been planned yet.